Event description:
Boston scientific received information that during the one day post-implant monitoring, right ventricular (rv) pauses in pacing were observed. The device data was then sent to boston scientific's internal technical services (ts) for review. The ts consultant along with internal engineers, confirmed three individual occurrences of pacing pauses, which likely corresponded to auto threshold testing. The auto threshold testing has since been disabled. Ts then advised additional root cause investigation to include maneuvers at pre-discharge followed by close monitoring of daily measurements, in order to exclude a lead and/or connection issue. At this time, no system changes have been performed outside of device reprogramming, to increase the blanking period so as to eliminate future periods of noise and oversensing. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. The pacing pauses reported by the field one day post-implant, were confirmed by boston scientific engineers and technical services after data review. It was determined the pauses coincided with the devices auto threshold tests; testing was then disabled and no further issues were reported. System oversensing and noise were not confirmed via returned product analysis, as the device passed all electrical testing.

Event description:
This event is related to a non - united states product advisory which boston scientific refers to as ¿autogen rvat (B)(6) 2014¿. This product is not currently approved for sale in the united states and the event does not affect united states product. Subsequently, the device was explanted due to non-cardiac related surgical issues. Following return and completion of laboratory analysis, this event will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).